Event description:
It has been reported to co that during the procedure, while trying to straighten catheter with a medtronic 0.038 wire, the wire went through the sidewall of catheter and catheter separated. The tip of catheter fell off inside of pt. Tip could not be retrieved. Pt is in stable condition and the device is being returned for co's evaluation.